Manufacturer narrative:
No device was returned for repair. The product was not returned, and therefore there was no evidence provided for review. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Customer reported that the pump had an error alarm 1660. The patient did not have any replacement batteries. The batteries were removed and reinserted, but the alarm persisted. Unable to confirm complain as no device was returned.

Event description:
It was reported that there was a cassette error. There was no patient involvement and there was no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.